Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was 366 mg/dl which was addressed by delivering a bolus. Contact will reach out to customer's healthcare provider for alternate insulin therapy. Reportedly, contact declined further follow up from tandem technical support.